Manufacturer narrative:
A brand name, model, UDI and valid manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that a tampon came apart during removal and pieces remained inside the body. This event occurred with one tampon. There have been three attempts (23-jul-2018, 30-jul-2018 and 06-aug-2018) to contact the consumer for more information, but no answer was received. It is unknown if the consumer received medical assistance. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.

Manufacturer narrative:
Added age. Added date of event. Added UDI & model #. (B)(4).

Event description:
On (B)(6) 2018 the consumer called back to let us know that upon removal, the pledget fell apart into several pieces. Manual removal of all the pieces was successful. There was no medical seen and no plans to seek medical. Consumer reported she was satisfied, no further follow-ups are tasked.